Event description:
The patient experienced a loss of stimulation. Impedances were less than 50 ohms on pairs 0, 3 and 4, 6. Impedances were checked again and only pair 0, 3 was low. The device was programmed around those electrodes and the patient briefly felt stimulation; it went away when the amplitude was increased. The patient was seen by the hcp on (B) (6) 2010 and x-ray was obtained. It was not felt that the leads had moved. It was planned to do additional troubleshooting/revision on (B) (6) 2010. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).